Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens damage/deep cut could be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - ultrasonic gastrovideoscope - olympus gf type ue160-al5 important information ¿ please read before use warnings and cautions caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information receive from the customer: the issue was observed during reprocessing after a diagnostic upper gi endoscopic ultrasound procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings include the following: there was a crack of adhesive on the bending section cover, there was missing echo signals due to piezoelectric elements damaged in the ultrasound probe, the resin area became detached due to humidity/deteriorated due to the cleaning/ disinfecting/sterilization method and/or bending at a sharp angle, and the angle wires were stretched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had a hole/gouge in the ultrasound probe. It is unknown when the issue was found. There were no reports of patient harm associated with the event.